Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation record of pinnacle implant received. Litigation alleges pain, decreased range of motion with positive trendelenburg signs, distended iliopsoas bursa with complex fluid, suspicious for adverse metal reaction and metallosis. Doi: (B)(6) 2009-dor: (B)(6) 2017(left hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
In addition to what was previously reported, patient alleges walking with a limp. It was also stated that the surgeon noted a pseudotumor with significant metal-on-metal synovitis increased synovial fluid. After review of medical records for MDR reportability, it was reported that the patient was revised to address pain and mildly elevated cobalt-chromium levels.